Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopy cholecystectomy. Event description: during the procedure, it was discovered that a small fragment from the tip of the trocar had broken off and fallen into the patient. The user successfully retrieved the fragment from the patient's body. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. The product is available for return. Additional information received from [distributor] via email on 03jul2024: the trocar is inserted into the patient by alternately rotating it clockwise and counterclockwise. There was no difficulty in insertion. This trocar was not used with a robot. At that time, the trocar was used in conjunction with a grasper. While checking for bleeding, the user discovered broken fragments in the abdominal cavity, which were then promptly removed. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Event description:
Procedure performed: laparoscopy cholecystectomy. Event description: during the procedure, it was discovered that a small fragment from the tip of the trocar had broken off and fallen into the patient. The user successfully retrieved the fragment from the patient's body. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. The product is available for return. Additional information received from [distributor] via email on 03jul2024: the trocar is inserted into the patient by alternately rotating it clockwise and counterclockwise. There was no difficulty in insertion. This trocar was not used with a robot. At that time, the trocar was used in conjunction with a grasper. While checking for bleeding, the user discovered broken fragments in the abdominal cavity, which were then promptly removed. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is possible that the cannula tip fracture was due to excessive insertion force or instrumentation coming into contact with the tip during the procedure. However, the exact root cause of the cannula tip fracture could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction: sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.